Manufacturer narrative:
The reported complaint of accuracy issues could not be confirmed or reproduced. Review of the suspect device error log showed no errors on the reported event dates/times. Review of the suspect device event log showed, prior to the issue being reported, the suspect device was in use on (B)(6) 2020. The suspect device programmed primary and secondary infusions of unknown medications. The secondary infusions successfully completed. However the device was channeled off for unknown reasons before the primary infusions could complete. Inspection of the suspect device showed no anomalies with the pumping mechanism. Testing showed the device was performing within specification. The event administration sets were not returned for investigation. The device was being used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that the device had accuracy issue. Although requested, no additional information was provided.